Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 , the reporter contacted animas and alleged that the patient had experienced a blood glucose of 400 mg/dl with blurred vision, polyuria, extreme drowsiness and symptoms of dehydration. It was reported that the patient was using the pump without being trained on it. Reportedly, the patient discontinued the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. This complaint is being reported because the patient allegedly experienced hyperglycemia as a result of use error.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/08/2017 with the following findings: the black box history begins on (B)(6) 2017. Due to continuous use of the pump the black box data and histories for the event have been overwritten. The available daily insulin delivery totals correctly reflect the user's programmed basal rates. The pump passed delivery accuracy tests and was found to be delivering within required range and delivering accurately.